Event description:
A journal article was reviewed that contained information regarding this radiofrequency (rf) catheter. During the procedure, the catheter "suddenly" dislocated and moved into the left main (lm) artery. The procedure was stopped immediately and the catheter was withdrawn. The patient then developed symptoms of "acute coronary hypoperfusion and cardiac arrest/asystole. The patient was immediately resuscitated. The patient underwent coronary angiography which confirmed occlusion of the lm artery, and a stent was implanted. A stent thrombosis was noted and a second stent was implanted. Pneumonia was a complication while the patient was in the coronary care unit. A myocardiac infarction had occurred and the patient was given medication. In the months following hospitalization, tests were normal. The author suggested the possibility of "an acute lm dissection" caused the occlusion. The patient currently is being treated with medication. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: acute left main coronary artery occlusion following inadvertent delivery of radiofrequency energy during ventricular tachycardia ablation successfully treated by rescue angioplasty with stenting: a two-year follow-up. Cardiology journal. March 22 2013;20(1):100-102. (B)(4).